Manufacturer narrative:
Investigation results: the complaint of the needle puncturing the catheter was confirmed and the cause appeared to be associated with use. One photograph was provided for investigation, which showed a needle protruding from the midpoint of the IV catheter. The sample exhibited evidence of use. Due to the presence of what appeared to be blood residue, it appeared that the catheter was able to access the vessel. The needle likely punctured the tubing after insertion. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." No defects associated with the manufacturing process could be identified from the photograph. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
This MDR replaces MFR 9610847-2024-00275 to correct the manufacturing plant selection. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero needle pierced the catheter. The following information was provided by the initial reporter, translated from dutch to english: on puncturing, blood entered the catheter, but sliding it up was not successful. On removing the catheter, it was found that it was punctured in the middle of the cannula. (B)(6) 2024: the only intervention performed is the use of a new catheter. There was no serious physical harm or alteration in treatment.